Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): "device went in ambient mode during ventilation. After completing my checks I found the plunger on the expiratory valve was sticking.". No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: event date was corrected to 24.04.2025. Additional information: it was reported that a hamilton-c3 ventilator entered ambient mode during patient use on (B)(6) 2025. No medical intervention and no patient harm were reported. The log file shows that ambient mode occurred, as technical errors related to the ambient state condition were recorded in the logfiles shortly before ventilation stopped. According to the field technician, the event was associated with a sticking plunger inside the expiratory valve assembly. Based on the available information, the expiratory valve assembly (item number msp160240) was identified as the most probable cause of the malfunction. The assembly was replaced with a new original manufacturer part. All required functional and performance tests were completed in accordance with the service instructions. The device operated within specification and no further faults were observed. The ventilator returned to service and no additional information has been received. The case is considered as closed.